Event description:
A theatre nurse reported that during a cataract with vitrectomy surgery, they experienced "problems with the air." The gas was diverted by cutting the tubing and they were able to complete the procedure. There was a delay of approx 5 to 10 minutes. The pt did not experience any harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint, functional testing could not be conducted. The root cause is unk. Without a returned sample, it is not possible to isolate the root cause. However, complaints of a similar nature have been received and the root cause in those cases is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address complaints of a similar nature. (B)(4).